Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had touchscreen isn't working.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation, health effect impact code), h11. However, there was no patient harm or injury reported. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had touchscreen isn't working. There is no harm or injury reported.